Manufacturer narrative:
H6: 4756 (appropriate impact term/code not available): pressure infusor. The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 25 oct 2024 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by sunmed holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to sunmed holdings llc. Sunmed holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sunmed holdings complaint database and is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a sunmed holdings llc. Product is defective or causes serious injury.

Event description:
Sunmed holdings llc received a single report referencing one incident which was associated with this product. It was reported that the infu-surg- pressure infuser 3000ml netting part of the pressure bag broke away at seam, pumped to correct pressure using 2000l bag.

Manufacturer narrative:
H6: 4756 (appropriate impact term/code not available): pressure infusor. The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 25 oct 2024 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by sunmed holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to sunmed holdings llc. Sunmed holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sunmed holdings complaint database and is identified as complaint: (B)(6). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a sunmed holdings llc. Product is defective or causes serious injury. The complaint reported an issue with the "netting part of the pressure bag breaking away at the seam." An investigation determined that no patients were affected. The manufacturing site identified incorrect stitching as the root cause and implemented improvement actions to prevent recurrence. Actions taken include: updated the inspection work instructions to require the binder to cover at least two grids at the mesh edging station. Revised the inspection work instructions to specify correct stitching lines at the mesh sewing station. Updated the control plan requirements for mesh binder and sewing processes. Trained operators and inspectors on the revised work instructions. Updated the fmea for the mesh binder and sewing processes. Issued a quality alert (qa24006) to the production line and qc office. A risk assessment was performed, and the ultimate risk was determined to be low which does not require reporting to the CAPA review board. This is the third complaint reported for part number: 950089904 for " open bag/seal issue/tear in bag" failure mode. There were one other complaint reported for part number: 950089904 during the same timeframe related to different failure mode. A resolution was sent to the customer. We will continue to monitor trends during our periodic complaint review meetings.

Event description:
Sunmed holdings llc received a single report referencing one incident which was associated with this product. It was reported that the infu-surg- pressure infuser 3000ml netting part of the pressure bag broke away at seam, pumped to correct pressure using 2000l bag.